Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via reply card stating leading haptic, not implanted. The event occurred during intraocular lens (iol) implantation procedure. Additional information has been requested but is not available at the time of this report.